Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 60 minutes¿ error message on the same day of the adc device application. The customer experienced symptoms described as ¿loss of energy, unable to eat, hallucinating, weakness, felt like their whole body has been unplugged and dizziness.¿ the customer was taken to the hospital by the paramedic and was provided two glucose injections for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was found to be in sensor state 1 (storage state). The sensor plug was visibly not properly seated and no issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly and no issue were observed. Therefore, this issue is not confirmed to use due to plug not properly seated. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 60 minutes¿ error message on the same day of the adc device application. The customer experienced symptoms described as ¿loss of energy, unable to eat, hallucinating, weakness, felt like their whole body has been unplugged and dizziness.¿ the customer was taken to the hospital by the paramedic and was provided two glucose injections for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a ¿scan again in 60 minutes¿ error message on the same day of the adc device application. The customer experienced symptoms described as ¿loss of energy, unable to eat, hallucinating, weakness, felt like their whole body has been unplugged and dizziness.¿ the customer was taken to the hospital by the paramedic and was provided two glucose injections for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.